Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical service was provided to them due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 485 mg/dl at the time of hospitalization. The customer also took manual injection of insulin also changed infusion set for blood glucose of 585 mg/dl but the blood glucose did not lower down. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer was using automode. The customer does not allege pump was under delivering. The significant events that leading to hospitalization was nausea, uncontrollable shaking and trouble in breathing. The customer treated with manual injection in hospital. The customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported only ems that was dispatched and there was no hospitalization.